Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The sample was tested on the same instrument and an alternate instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed a total service on the instrument. The cse ran calibrations and quality controls, all resulting within range. The cause of the discordant, falsely elevated troponin result is unknown, as the sample resulted as expected upon repeat on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.